Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported a blood glucose value of 302 mg/dl. The event involved product(s) unomedical, mmt-332a, mmt-1884, mmt-7841zn, mmt-7040a. The customer was not using the auto mode/smartguard feature at the time of the event. The customer reported a loss of communication between the transmitter and the pump. The customer has been using the insulin pump system within 48hrs of the reported high blood glucose event. The customer declined to continue with troubleshooting for the sensor signal not found/cannot find sensor signal/lost sensor/loss of communication. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-1884. The customer was instructed to discontinue device use. Mmt-7841zn was requested and the customer response was the device will be returned. No product return is required for mmt-7040a.